Manufacturer narrative:
A ge rep evaluated the system and reloaded software. Ge rep found customer power to be spiking. Notified customer, adjusted monitor power supply. System operates as intended.

Event description:
Customer reported the system displayed a file system corrupt error. No pt injury was reported.